Manufacturer narrative:
(B)(4). This is a report of air in line where the final line clamp was not closed and no bag was attached to it. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the final line clamp was open and no bag was connected the technical service representative reviewed proper procedure. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.